Event description:
The nitric machine started alarming, and the message on the machine said service required. Respiratory therapist (rt) bagged the baby while a new nitric machine was brought in and hooked back up on the baby. Baby was placed back on the vent.